Event description:
Baxter IV solution set opened for a procedure - incorrect product was found in packaging. A second device was opened and found to have the same issue. Manufacturer response for set, administration, intravascular, clearlink/continu-flo (per site reporter). Mfg requested product return for evaluation.